Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead underwent a transcatheter aortic valve replacement (tavr). During the tavr procedure, a hole was poked in the artery and resulted in an emergency procedure to place mesh. During a device check one day post tavr, the ICD and rv lead exhibited loss of capture (loc) and low out of range shock impedance measurements less than 20 ohms. Tachycardia therapy was programmed off per the direction of the physician and the patient was fitted with a life vest. This product remains implanted and in service. No adverse patient effects were reported. Attempts were made to obtain additional information, however, no additional information has been received at this time.